Event description:
It was further reported that during a ptca/stenting treatment procedure involving a 95% stenotic lesion in the middle portion of the lad coronary artery. The maverick monorail balloon was suspected to have ruptured at 10 atm's on the initial inflation. The pt was asymptomatic during this event. It is noted that this device had been resterilized three times. The maverick monorail catheter was removed and replaced with a medtronic stormer 2.0/20mm balloon catheter to successfully complete the procedure. A cordis bx velocity 3.0/18 mm stent was then placed as previously planned. A 7f arrow arterial introducer sheath, a j&j cordis soft stabiliser guidewire, a 7f medtronic fl 3.5 guide catheter and a bsc thumb press manual inflation device were also used in this case. Pt status is reported as 'good'.

Event description:
During a ptca treatment procedure involving a lesion in an unspecified, tortuous coronary artery, the maverick monorail balloon lost pressure at 10 atm's on the initial inflation. The maverick monorail catheter was removed and replaced with another maverick monorail catheter to complete the procedure. The procedure was successfully completed. No pt injuries or procedural complications were reported. Pt status is reported as "okay".